Event description:
It was reported that the patient's right ventricular (rv) coil impedance is varying and high. Arm movements were performed and the impedance varied slightly. The lead remains in use, but will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.